Event description:
The patient reportedly developed a blood pocket at the implant site. On (B)(6) 2014, 2cc of blood over the implant was aspirated and there was no sign of infection. The remaining blood was drained and there are reportedly no concerns with the patient.